Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for non-malignant pain. It was reported that the last few times the patient has charged, their recharger displays the temperature screen after about 45-60 minutes and that the antenna was damaged. After it happens, they need to wait about a half hour until they can start charging again. They also noted they had recently changed their settings so they need to charge everyday and can't handle having it take longer while they wait for the antenna to cool. The patient additionally noted that they do not have the small panel to cover the antenna cord on their recharger. They said it had always been like that and they had always had to fight to keep it plugged in. There were no patient symptoms reported to have occurred and no further complications were reported or anticipated. Additional information received from the patient and rep reported that the patient reported seeing the thermometer icon on the insr even after getting the antenna replaced (see previous complaint) but said they would just live with it. It was also reported that the patient saw a por code on the insr, and that therapy stopped. The rep was able to clear the por and the programmer/insr were able to connect with the implant. It was further stated that the patient had poor coupling while recharging. It was noted that they had gained weight and that they dropped the insr a few times and that it would no longer power up(?) A new insr was sent to the patient but the coupling issue persisted. The patient was getting 4 bars or less and antenna locate did not improve coupling. It was noted that the ins did not seem too deep in the pocket. Imaging was to be performed to rule out a flipped ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the implantable neurostimulator and system was replaced on (B)(6) 2017 due to the previously reported circumstances. There were no further complications reported or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis determined that there was electrical damage to the hybrid circuit of the implantable neurostimulator (ins); consistent with electrical over-stress or electro-static discharge. (B)(4) was included in a previous supplemental report but was incorrectly omitted. The code has been added accordingly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported the patient had a radiofrequency ablation procedure in the (B)(6)2017, which was around the time the patient started having the coupling issue. During that procedure a ground pad had been placed on the left posterior thigh and asked if this could have caused the coupling issue since the patient's ins is located in the left buttock. Technical services noted it was difficult to say and recommended that a flipped ins be ruled out as soon as possible. The rep stated a x-ray would be used to check to see if the ins flipped and would provide additional information once known. No symptoms were reported. No further complications were reported.